Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor connector broke off. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. The customer mentioned part of the sensor broke off before the sensor was tapped on the body. Advised we would replace the sensor. The sensor is expected to be returned for analysis.